Manufacturer narrative:
The device was evaluated at olympus service operation repair center (sorc). As a result of the evaluation, the following was confirmed. The camera cable was twisted. The lens of the camera head¿s main body was scratched. The imaging unit and camera cable were flooded. The device was last repaired on july 8, 2019 due to noise in the endoscopic image due to buckling of the camera cable. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, it is possible that the endoscopic image was not displayed because the video communication could not be transmitted to the video system center due to the disconnection due to the twist of the camera cable. Omsc checked the product shipment record and found no abnormalities on the device. Therefore, the disconnection of the camera cable may have been caused by the user's handling. The device was manufactured over 15 years ago, so omsc was unable to review the device history record. The instruction manual provides preventive measures against damage to the camera cable. Omsc determined that the user can prevent the occurrence of the reported event by following this instruction. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image failure occurred due to disconnection of camera cable. There was no report of patient injury associated with the event.